Event description:
It was reported that: "7.0 et is too hard , rigid, not compliant with pt's tissue, increased risk of trauma or bleeding in the oral airway." The issue was identified prior to use. There was no patient involved.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed, and no relevant findings were identified. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "7.0 et is too hard , rigid, not compliant with pt's tissue, increased risk of trauma or bleeding in the oral airway." The issue was identified prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).